Event description:
Rn and rt were present in patient room when the ventilator started alarming and shut down. The ventilator was turned off and the patient was disconnected from the ventilator. Manual bagging of the patient was initiated. The rn observed smoke coming from the ventilator. The ventilator was unplugged from power, disconnected from oxygen and air, and removed from the room. A new ventilator was obtained and the patient was connected without incident.